Event description:
It was reported that the patient experienced recurrent low blood glucose while using a dexcom g7 with the ilet system, including an urgent low alert and a downward trend after a prior correction and breakfast announcement; the episode lasted about 40 minutes and was treated with 6¿8 oz of apple juice, and fingerstick confirmation showed glucose at 79 by the end of the call. Symptoms included hypoglycemia without reported physical complaints. Outcomes included an unexpected medical intervention in the form of oral glucose; there was no serious injury or illness. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed insufficient information with no findings available and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.